Event description:
While setting for a breast biopsy and priming the probe, there was a plastic piece in the specimen chamber. There was no pt consequence reported. The probe was used to complete the case.